Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "it was reported that during a robotic laparoscopic cholecystectomy procedure, the endoscope image flickered once. The team continued using the endoscope. There was no patient injury". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, " endoscope image flickering ", could not be confirmed. During the technical inspection of the optics, a cut was found in the connecting cable, which may be the cause of the fault described by the customer. Furthermore, further damage to the optical system was identified, including reduced light output (54%) due to chemically damaged light guides, mechanical damage (dents and impact marks on the distal end), a scratched handle, a scratched shaft and outdated operating software. The damage identified is not attributable to a manufacturing or production fault but was caused by clinical use or clinical reprocessing. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. In addition, we would like to call your attention to a warning in the corresponding instructions for use (300000265386) on page 6, 7, 8, 9 and 10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
E1: hospital name added. The event is filed under internal karl storz complaint ID: (B)(4).